Event description:
It was reported that during prostate treatment, the physician encountered excessive bleeding and switched form the laser to turp and completed the case. The pt outcome was reported as "fine". It was not reported whether the physician attempted to use the laser for tissue coagulation to control the excessive bleeding. The cause of the excessive bleeding was not reported.